Manufacturer narrative:
(B)(4) (B)(6). The device does not have been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation is ongoing and a supplemental will be performed.

Event description:
It was reported that 1 optipac-s 80 refobacin bone cement r, item 4712500398-1, batch a713c06130 presented a prolonged curing time and suddenly contracted at 19 minutes. The surgeon observed a 0,5-1 mm gap at the cement - bone interface. Upon curing, blood leaked through cement and the bone. Once the cement had cured, they noticed that there was a noticeable micro-movement in the implant, that was not normal. In the surgery they used a migrating femur component. The behavior of the cement was not normal outside of the patient either, when they tried the hardness of the cement, the area where the testing was done on curled intensively, when it normally expands upon testing.

Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.